Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, it was found the right ventricular lead exhibited low, out-of-range high voltage impedance. No intervention was performed and the lead remained implanted. The patient was stable and would be monitored.